Manufacturer narrative:
(B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 64.2 cm from the top of the connector to the break. The second piece measured approximately 252.1 cm from the break including the distal tip and was kinked. The exposed glass tip showed signs of slight degradation. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, upon opening the sealed package, the laser fiber was noted to broken. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number.  Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, upon opening the sealed package, the laser fiber was noted to broken. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.